Manufacturer narrative:
The log files were sent in for qa investigation and are currently awaiting review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bmet) reported that the central nurse's station (cns) dropped a patient (transmitting from a tele device), while attempting a patient transfer from one cns to another. Subsequently, the destination bedside monitor (bsm) somehow ended up being monitored by both the originating and destination cns devices.

Event description:
The biomedical engineer (bmet) reported that the central nurse's station (cns) dropped a patient (transmitting from a tele device), while attempting a patient transfer from one cns to another. Subsequently, the destination bedside monitor (bsm) somehow ended up being monitored by both the originating and destination cns devices.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated that patient transferred, then duplicate beds: "last night they did a patient transfer from this cns, room 4305 to the 7 north cns, room 712. The patient data transferred to the 7 north cns as it should but the sector on the 3 north cns where the patient was transferred from, changed to room 712 as well, as a remote file." Relevant information was gathered and forwarded to device manufacturer, nkc, for analysis. Service requested: analysis. Service performed: analysis. Investigation result: the result of nkc's analysis is as follows: " <investigation result> the log shows that following operations were done before the reported event. Admitted at 1:26:30 (B)(6) 2018 discharged at 1:27:01 (B)(6) 2018 admitted at 1:27:24 (B)(6) 2018 <cause of event> since this central monitor is not connected to any external devices such as hl7 system, the above operation at the central monitor caused the reported result. There is no failure of devices. <preventive action> none <action at customer> none ". The root cause was not due to device failure, but rather by user action per analysis. Pu-621ra s/n (B)(6) was put into service on 4/23/2015. Service history for this device shows the following: (B)(6) 2019 300183484 - not related to current incident. (B)(6) 2018 300137628 - not related to current incident. (B)(6) 2018 300136854 - not related to current incident. (B)(6) 2018 300135172 - current incident. (B)(6) 2018 300134403 - not related to current incident. (B)(6) 2018 300133609 - customer needed assistance with changing monitored devices. No device malfunction was found. (B)(6) 2017 300085851 - not related to current incident. (B)(6) 2017 300075979 - not related to current incident. (B)(6) 2017 300075880 - not related to current incident. (B)(6) 2017 300075693 - not related to current incident. (B)(6) 2015 300034106 - not related to current incident. The above history does not show a trend of user error in patient transfer. Investigation conclusion the root cause was not due to device failure, but rather by user action per analysis. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; additional information ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.